Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) #k162717. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. A possible cause for this complaint is that the stent did not detach from the introducer. However, as actual use conditions could not be replicated in the laboratory we cannot conclusively determine the cause of this complaint. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution all evolution devices are subject to visual inspection and functional checks to ensure device integrity as per cirl procedures. (Prd0261, fqc0163 and qsi0975) a review of the relevant manufacturing records for lot number c1253393 revealed no discrepancies that could have contributed to this complaint. From the information provided, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
When deploying the stent, the proximal end of the stent was stuck inside of the catheter. After several attempts to release, it was unsuccessful, the physician tried to remove the entire system and the pressure of the physician pulling and the stricture resulted in deployment of the stent and it landed in the intended zone.